Event description:
It was reported that the right atrial (ra) lead was explanted due to high capture thresholds. It was confirmed that the lead had moved through fluoroscopy. The lead was replaced. No additional adverse patient effects were reported. The lead remains in the hospital's possession.